Manufacturer narrative:
(B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in a very tortuous coronary artery. A 300 cm journey¿ guidewire was advanced to the lesion. However, during procedure, it was noted that 2 cm of the distal tip of the wire broke off inside the tibial anterior artery specifically at the subintimal. The procedure was not completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a journey guidewire. The guidewire shaft, bonds and tip were examined for any damage. The guidewire shaft was separated approximately 3.5cm from the tip. The separated portion was not returned and according to the complaint was un-retrieved. Further microscopic examination of the separated section of the wire showed that the separation was most likely caused by a kink which led to the separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in a very tortuous coronary artery. A 300cm journey¿ guidewire was advanced to the lesion. However, during procedure, it was noted that 2cm of the distal tip of the wire broke off inside the tibial anterior artery specifically at the subintimal. The procedure was not completed. No patient complications were reported and the patient's status was stable.